Manufacturer narrative:
The harmonic ace instrument was received and failure analysis found the instrument to have the curved blade broken at the base. A piece measuring approximately 0.550" x 0.084" in size was found to be broken off. The broken piece was returned. Components adjacent to this broken blade did not show damage.

Event description:
It was reported that during a da vinci-assisted liver resection procedure, the tip of the harmonic ace instrument broke into 2 pieces. The broken piece was retrieved during the same surgical procedure which was completed robotically with another harmonic instrument. There was no injury to the patient. No further tests were done and the patient did not require a return to the operating room.